Manufacturer narrative:
Spouse of type 2 diabetic reported that his wife applied the vgo onto him and believes she accidently released the needle button. At 6am the bg was 400 and the patient went to the ER at 10:30 am. Spouse reports the patient was only monitored in ER and released to home in under 2 hours. The device was not returned for evaluation. Based upon the information provided, root cause cannot be determined. However, it is likely the vgo needle being released (which would stop the flow of insulin) is likely a contributing factor of the hyperglycemia.

Event description:
Spouse of type 2 diabetic reported that his wife applied the vgo onto him and believes she accidently released the needle button. At 6am the bg was 400 and the patient went to the ER at 10:30 am. Spouse reports the patient was only monitored in ER and released to home in under 2 hours. The patient oral medication (name unknown) for bg mgmt. Was discontinued when the patient started on the vgo 30 with 4 clicks per meal. The device was not returned for evaluation.